Manufacturer narrative:
The beckman coulter field service engineer (fse) assisted the customer bio-med engineer over the phone. The bio-med engineer indicated the issue was likely caused by the cell sample probe which was clogged/malfunctioned. The bio-med engineer confirmed the replacement of the cell sample probe and priming of the system resolved the issue. Therefore, the failure mode is use error. The customer did not performed the daily maintenance as instructed in user guide. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous/questioned results with o flags on their pk7300 analyzer. There was no report of change to treatment, injury or impact to patient care associated with this event. The customer did not provide any patient data or demographics.